Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer went to the emergency room (ER) due to a blood glucose (bg) level between 247-600 mg/dl, and a moderate level of ketones. Reportedly, the cartridge was leaking from the canister. Bg was treated with intravenous insulin, saline, and manual injections. Reportedly, customer left the ER 5-6 hours later with the issue resolved and no permanent damage.